Event description:
The hcp reported a motor stall was confirmed following an MRI. Review of the pump logs indicated the stall was in 2008. There was no recovery log, however, a tube set warning occurred two days later. When the pump was interrogated on six days later, a motor stall recovery message appeared. The patient was experiencing some increased spasticity, but the hcp felt it was due to a uti or another medical condition and did not think the pump had remained stalled. No diagnostic studies had been performed and no bolus was administered. The drug used in the pump is lioresal (dose and concentration unknown). Additional information has been requested from the hcp, but was not available on the date of this report.